Manufacturer narrative:
Citation: algarni kd, et al. Degree of right ventricular dysfunction dictates outcomes after tricuspid valve repair concomitant with left side valve surgery. Gen thorac cardiovasc surg. 2021 jun;69(6):911-918. Doi: 10.1007/s11748-020-01536-7. Epub 2020 nov 6. Earliest date of publish used for date of event. Medtronic products referenced: contour 3d (PMA# k101212, product code krh), tri-ad (PMA# k093903, product code krh), duran (PMA# k960356, product code krh), simplici-t (PMA# k052970, product code krh). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the effect of pre-operative right ventricular dysfunction on mortality and recurrence of tricuspid regurgitation after tricuspid valve repair for secondary tricuspid regurgitation concomitant with left-side valve surgery. All data was retrospectively collected from a single center between january 2009 and december 2017. Of the 548 patients included in the study population (predominantly female, median age 46 years), 122 underwent tricuspid valve repair with a medtronic annuloplasty device: contour 3d ring (1), tri-ad ring (1), duran band (119), or simplici-t band (1). No unique device identifier numbers were provided. Among all patients, the hospital mortality (which was defined as any death within 30 days of the procedure or any death in hospital) included 22 patients. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, post-operative adverse events included: intra-aortic balloon pump support, extracorporeal membrane oxygenation support, prolonged ventilation, atrial fibrillation (new onset or present at hospital discharge), and moderate to severe recurrent tricuspid regurgitation (mean time to recurrence of tricuspid regurgitation was 19.5 months after surgery). Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.